Event description:
The account generated a false positive architect total bhcg result on an in-vitro fertilization patient. A new specimen obtained from the patient a few days later was architect total bhcg negative. The original specimen was again tested with negative architect total bhcg results. The positive architect total bhcg result was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - evaluation - investigation in process, no method, results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the architect b-hcg list 7k78-20, manufacturing site (B)(4) to the architect I system, list 3m74-02, manufacturing site (B)(4). Evaluation: discrepant b-hcg results. The evaluation consisted of a review of the complaint text, review of the customer returned system logs, instrument service history, and a review of current architect labeling. Review of the customer returned system logs was not able to identify the cause for the customer described issue. The architect system operations manual provides multiple probable causes and corrective actions to assist the customer with resolving erratic/discrepant results. Based on the available information, a single definitive cause of the issue the customer experienced could not be determined, however the architect b-hcg assay package insert states that abbott laboratories recommends the use of plasma for stat testing. Since plasma does not require the clotting time of serum, it has a decreased likelihood of the presence of fibrin or other particulates. No product deficiency was identified.